Event description:
The customer test blood glucose and received results over 300 mg/dl for the last month and has been taking medication based on the results. The customer was given medication at 3 or 4pm. Later that evening the visiting rn tested blood glucose and received a result of 465mg/dl at 8pm. An ambulance was called and the customer was taken to the hosp. At the hosp the customers blood glucose was 19mg/dl. The customer was given dextrse IV and admitted into the hosp. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.